Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 280 units of insulin. A cartridge change was performed resolving the alarm. Additionally, it was reported that the pump time/date were found to be incorrect and customer reported cause to be due to use error. The time/date was adjusted to address the issue. Customer's blood glucose level was 122 mg/dl.